Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an alarm related to radio frequency on the insulin pump. Customer's blood glucose was 87 mg/dl. Nothing further reported.

Manufacturer narrative:
No alarms were noted during testing. The pump passed the self test and displacement test. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.